Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, failed battery test, weak battery alarms or black dot on the display was noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. Customer was advised to monitor pump and we will ship a replacement battery cap.